Event description:
The hospital reported that during the saphenous vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the testing was completed to evaluate the reported issue, no non-conformance were discovered during the investigation; therefore, the product complaint is not confirmed.